Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead resulting in pacing inhibition. The noise could be reproduced with pocket manipulation. The patient reported feeling dizzy. The patient has complete heart block and is pacemaker dependent. There was also evidence of low out-of-range ra impedance measurements. The rv sensitivity was reprogrammed and the patient was referred to their implanting physician for further assessment. The implanting physician elected to revise the pacemaker system. Upon opening the pocket the device-to-lead connections were assessed and confirmed appropriate. Attempts to create noise with pocket and lead manipulation was unsuccessful. Upon disconnecting the rv lead the physician noted a small amount of debris on the proximal electrode. The leads were tested with the pacing system analyzer (psa) and all measurements were appropriate. The physician elected to explant the device and keep the leads in service. Following the procedure there was no evidence of noise observed through the new device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.